Event description:
It was reported that a lead was placed in the left subthalamic nucleus (stn) on (B)(6) 2012. The reporter indicated that the neurosurgeon was "not happy" with its placement and revised it a week later during placement of the right stn lead. It was noted that the procedure was very successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead product ID 3387, product type lead. (B)(4).